Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was observed on the haptic of model zxr00v tecnis multifocal iol (intraocular lens) prior implantation. The doctor tried to peel off the debris using tweezers at that time, but it did not come off the lens. As a result, back-up lens was utilized to complete procedure successfully. It was also noted that there was no patient injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/01/2018. Device returned to manufacturer: yes. Device evaluation: the product was received stuck to the backside of the daisywheel. Visual inspection with unaided eye shows that the lens is contaminated and dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The customer''s reported complaint was not verified. During ftir analysis, three particles were characterized in the center of the optic zone of the iol: 1. The largest particle (p-1) is consistent with a polyamide, or protein (bio) such as a skin flake. 2. Another particle (p-2) revealed an inorganic salt, primarily containing k and cl. 3. A third particle (p-3) contains c, o, s, cl, ca, k, na, si and trace fe. The particle was too brittle and small to manipulate in order to obtain an ftir spectrum. The results above cannot be traced back to specific materials used within the manufacturing process. Furthermore, considering the return sample was not received in the original packaging (sealed inner and outer pouches) the origin ind introduction of the determined particles cannot be identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.